Manufacturer narrative:
(B)(4). Date sent: 5/2/2025. D4: batch # y7051r. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In addition, the packaging was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. The device was disassembled to evaluate the condition of the internal components, the feeder plate was found out of position, the trigger bent and the latch bent, not allowing the clips to fed into the jaws. In addition, twenty (20) clips were found remaining inside the clip track. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, failure to drive the clip in after firing. No patient consequences reported.